Manufacturer narrative:
(B)(4). Investigation summary: six photos were provided for evaluation. All six photos show a 50ml syringe upside down. The stopper has adhered a pink foreign matter. Based on the photos provided, the foreign matter goes from one edge of the rubber stopper to the center of it. It is about ½¿ long x 1/16¿ width. The symptom is confirmed. However, source of the foreign matter is unknown. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the symptom is confirmed. However, source of the foreign matter is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that bd flunt fill needle with filter had foreign matter inside of it. This was discovered during use. The following information was provided by the initial reporter: the customer was preparing mabthera medication for a patient at the infusionpoliclinic. The drug was withdrawn from a glass bottle with a filter to the syringe. The syringe was attached to bd phaseal injector. After taking in 2 ml of the drug into the syringe, the customer noticed a partly attached pink paper or plastic like clot on the plunger of the syringe.